Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error message 240.4150. Both the upper and lower pressure sensors were replaced and passed all preventative maintenance (pm) checks. The device's functionality was verified to be within tolerance and was returned to service (rts). No further information will be provided, including patient demographics and no products will be returned.